Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified a cut in the tubing, approximately 6 inches below the middle y-site, which would leak. Microscopic inspection noted that the cut appeared to be a gouge. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that interlink continu-flo set leaked from a cut in an unspecified portion of its tubing. This occurred during priming with lactated ringer¿s solution. There was no patient involvement. No additional information is available.